Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly also, moisture damage was found on the motor assembly. No black screen noted. Unable to verify for no delivery alarm and perform functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and the operating current test due to blank display. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and damage. Customer's blood glucose at time of incident was unknown. Customer stated that press the escape button the screen went blank and the up arrow causes to vibrate. Customer stated the cap has not been replaced and has crack on right hand corner of the screen. Customer stated they believe the pump is not delivering because of the issue so he reverted to shots. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.